Event description:
Reference MDR #1219856-2010-00078 for the first event involving same patient. It was reported that the first intra-aortic balloon (iab) was removed and a second iab was prepped. An attempt was made to go through the first sheath still in patient. The second iab got stuck and the md aborted the attempted insertion. Reference MDR #1219856-2010-00080 for third event involving same patient.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.